Manufacturer narrative:
The reported sheath distal tip split was unable to be confirmed. The device was not returned to edwards lifesciences for evaluation, for this reason no visual inspection, functional testing, or dimensional analysis was able to be performed. No objective evidence (photographs) were provided to confirm the complaint. The reporter provided a drawing depicting a crack located on the sheath distal tip opposite to the sheath seam. A review of the relevant device history records (DHR), lot history and applicable complaint history revealed no indication that a manufacturing issue contributed to the complaint. A review of the manufacturing process supported that the esheath undergoes multiple 100% inspections to detect issues related to the reported event. An exact root cause cannot be determined. It was reported that the access vessel had mild calcification. Contact between the sheath tip and the calcification during sheath insertion or withdrawal may cause the described damage. Based on the information received, and the complaint history review, it is likely that patient factors (calcification) may have caused or contributed to the event. The complaint of sheath distal tip split was unable to be confirmed, and there is no indication that the event was related to a manufacturing issue. No labeling inadequacies were identified during this investigation. Review of complaint history for the month of (B)(6) 2016 revealed that the occurrence rate does not exceed control limits for this category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by our japan affiliate, a transfemoral sapien 3 (s3) tavr procedure was performed via a puncture on the right femoral artery. Mild resistance was noted upon sheath insertion. A 23 mm s3 valve was deployed without problem. After sheath withdrawal, damage (split) of the sheath distal tip was observed. . No injury or complication occurred. Per the report, the access vessel minimum luminal diameter (mld) measured around 7 mm with mild calcification and no tortuosity.